Event description:
In 2011 a new loosening was diagnosed . A revision is planned. Cement manufactured by others.

Manufacturer narrative:
Lawyer (B)(6) reports; same patient as (B)(4): lawyer is claiming for compensation against depuy: patient received knee prothesis left side in (B)(6) 2004. Pain and loosening since 2005. Revision in 2007. (B)(4). (B)(6) 2007: revision of tray and insert; femoral parts were not revised. In 2011, a new loosening was diagnosed in another hospital. A revision is planned. The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.